Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument wire break almost, insulation joint damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected by the nurse. The damage was first observed during the surgery. And customer used this instrument to complete the surgery. The surgeon was being performed surgery for pancreatic cancer in children. The cable exhibited visible signs of fraying and appeared to be on the verge of breaking. There was no loss of cautery. There were signs of thermal damage at the site of insulation damage. There were no observable instances of instrument collision during the surgery. The operating surgeon was highly experienced. No fragments fell inside the bod. No videos or photos are available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn o fully broken. The instrument passed an electrical continuity test. Signs of thermal damage was observed on the yaw pulley. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy 2 of attempts. The plastic on the yaw pulley next to the damaged wire insulation showed damage. Additional observation(s) related to customer reported complaint: the instrument was found to have localized melting on the bipolar yaw pulley. The thermal damage was found on yaw pulley near the silicone potting where the conductor wire enters the yaw pulley. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 out of 3 attempts.

Event description:
Refer to h11 for follow-up information.